Event description:
It was reported that 2 patients sustained 'burns of the skin' following treatment using a lightsheer duet laser system.

Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility such as treatment settings and patient photos, however, only the description of the adverse event was provided to determine reportability.